Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture and seroma-late.

Event description:
Patient reported a left side rupture. Patient later reported "peri-implant free fluid: trace, physiological" and capsular contracture baker grade unknown via MRI. The device was explanted.

Event description:
Patient reported a left side rupture. Patient later reported "peri-implant free fluid: trace, physiological" and capsular contracture baker grade ii via MRI. Healthcare professional reported "biocell". The device was explanted.

Manufacturer narrative:
Visual analysis:device photograph(s) for the device related to the reported event of rupture, anxiety-product/procedure, seroma-late and capsular contracture was reviewed on 28-june-22. Visual analysis of the photographs identified through the photos provided, it is not possible to determine the lot number and catalog observed deformation device. Observed red particles. No observed opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, a6, b5, b6, g2, h6.

Event description:
Healthcare professional reported capsular contracture baker grade ii via MRI and also reported "biocell".